Event description:
The manufacturer received information alleging a ventilator had intermittent oxygen delivery issues. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device's oxygen blending module board was observed. The device's oxygen blending module board needs replaced to address the issue.